Event description:
The pt is reportedly experiencing sound quality issues and facial nerve stimulation with her internal device. Programming adjustments were attempted; however, this did not resolve the problem. Revision surgery will be scheduled.